Event description:
It was reported to the MFR that the vns pt has experienced apnea recently. The pt indicated that the event was preceded by programming changes at his recent office visit. The physician indicated that the pt's reported event is related to the pt getting accustomed to new settings. Diagnostic tests performed on the pt's device revealed proper device function. No interventions have been planned or taken for this event. Good faith attempts to obtain add'l info regarding the reported event have been unsuccessful to date.